Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: one linear opening, and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening striated and wear abrasion. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Healthcare professional additionally reported "any creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Additionally, healthcare professional reported a right side capsular contracture, baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.